Event description:
The customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported during evaluation of the device there was a pressure sensor failure on startup. The biomedical engineer reported during checkout of the gas delivery system (gds) a cable connecting to a flow sensor was found not fully engaged. Pse advised the biomedical engineer to reseat the gds cables to correct the reported findings.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.